Event description:
The customer alleged that the device stopped cycling while on a pt. Pt went into arrest, but was resuscitated after defibrillation. Per the customer, the pt made a full recovery and was released. The device was thoroughly inspected by the firm's customer service engineer (cse). The cse was not able to verify the alleged malfunction either during testing nor in the error logs. No parts were replaced and the device was returned back into service.